Event description:
The facility reported to customer service a pump with failure code 814:01. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 01, 2007. Evaluation summary: failure code 814:01 was confirmed. Inspection of the device found hat the pump's batteries had one discharge below the alarm threshold indicating that the batteries were damaged. Inspection of the device found that the cause of the failure code was due to damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.